Event description:
It was reported that at the vns pt's first follow up visit with the neurologist following initial implantation of the vns device, the physician noted that the pt's voice was very raspy and was having a difficult time talking. The pt was seen by the implanting neurosurgeon at a postoperative follow up visit, where steroids were prescribed. The pt has an appointment with an ent specialist to evaluate the vocal cord movement as it is suspected that the pt may have had damage to the vocal cords from the implant surgery, however, the severity was unk. Device diagnostic test have been done since the device was implanted which indicate normal device function. It was noted that the implant surgery was a long surgery, lasting about 4 hours.